Event description:
The manufacturer received information alleging a trilogy o2 "ventilator service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer complaint was not duplicated. Error code e- 344 indicating abnormalities of the oxygen blender module was recorded in the ventilator's downloaded error log, and it was confirmed. The oxygen blender pca needs to be replaced to address the issue. Early return is requested for this device therefore it will not be repaired and will be scrapped.